Event description:
Pt reported she made a fresh mix last night and the pump was running fine for a few hours then it started to beep and pt did switch to back up pump and cassette was beeping still. Pt made fresh new cassette and attached to first pump and infusing fine. Pt thinks it was cassette rather than pump since new cassette from different batch/lot she had did not cause any further issues. No further info provided. *IV patient* did the reported product fault occur while in use with a patient? Yes did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes did we replace device? No did the patient have a backup device they were able to switch to? Yes was the patient able to successfully continue their infusion? Yes is the infusion life­ sustaining? Yes what is the outcome of the event? Resolved. Cassette lot number: 6022040. Expiration date is unknown. No add'l info to report at this time. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Reported to (B)(6) by pt/caregiver.